Manufacturer narrative:
Occupation: bsn, mba, rn, cpan, cv-bc / director cardiac catheterization lab, pcs the device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID #: (B)(4).

Event description:
It was reported that during insertion the intra-aortic balloon (iab) would not pass over guidewire. Upon further conversation, the customer noted that there had been miscommunication between their teams. The guidewire was never deployed but was accidentally dropped while prepping for insertion. A new guidewire was then opened to insert the iab. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).

Event description:
N/a.

Manufacturer narrative:
UDI # is incomplete as the catalog#, lot #, manufacture date, exp. Date were not provided. This information was requested from the customer; however, despite our best efforts, no information has been received. If any pertinent information is received in the future, a supplemental report will be submitted complaint record ID (B)(4).

Event description:
N/a